Event description:
It was reported that the physician had a problem with her programming system. Per the reporter, the wand would not establish reliable communication. Troubleshooting was performed, but the problem persisted. Product was returned to manufacturer and underwent analysis. During the analysis, it was found that the serial data cable, which produced communication errors, had an intermittent conductor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.